Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the transmitter lost connection with the pump for an indeterminate duration of time. No additional patient or event information was available. A replacement transmitter was sent to the customer.